Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information available. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
It was alleged that this device was unplugged and shut down while transporting a patient. There was no patient injury.